Event description:
A physician reported a pt who was originally skin tested by another physician with negative results. (Date/physician not known). The pt has rec'd multiple treatment without adverse respone. On 14 september 1998 the pt was treated in the glabella and the forehead. The physician noted no sudden blanch or color change at the time of treatment. When the pt awoke the next morning, about 16 hours late, she had developed a red, swollen spot the size of a quarter but oval in shape at the left glabellar frown line. On 22 september, the physician noted that the glabella was a deep, purplish red extending up into the forehead area. The physician prescribed augmentin and famvir. On 24 september 1998, the pt was examined and prescribed benadryl, for symptom relief. On 28 september 1998, the physician noted a line approx 2 cm in length, the upper half red but not open and the lower half with an open lesion measuring 1 cm long, 3 mm wide, and 2 mm deep - "like a furrow." The lesion produced a small amount of serous drainage. The physician was certain that the event was not an abscess and believed it was a local necrosis, idiosyncratic, or a possible hypersensitivity. The physician planned to skin test the pt from the same lot originally used.